Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced rapid heart rate while on a road trip in a truck. The clinician had noted that the rate response of the implantable pulse generator (ipg) was set to high sensitivity, which lead to pacing at a higher rate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.